Event description:
The manufacturer received information alleging that the dreamstation 2 device produced a burning plastic odor while in use. There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.